Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, attempted a pump reset without success. Technical Support confirmed warranty status, arranged shipment of a replacement pump with updated software.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.